Event description:
It was reported that during the implant procedure, the device was experiencing sensing difficulty prior to the upgrade. In addition, it was reported, the ra lead was attempted but not used due to high impedances and oversensing. The device/lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead returned.